Event description:
It was reported that this lead was an attempted right ventricular (rv) implant. Upon placing the lead high out-of-range pace impedance measurements and high thresholds were observed with loss of capture (loc) at 5v output from the pacing system analyzer (psa). The lead was re-checked using the atrial channel cable of the psa with similar measurements. The lead was repositioned and high, but in-range, pace impedances were observed but loc remained present even up to 10v output. The physician elected to remove the lead noting more force than usual was needed to push the sheath over the lead. When inspecting the attempted lead, a portion of the outer insulation was noted to be bunched at the distal end of the lead. An alternate lead was implanted without issue. No adverse patient effects were reported.

Manufacturer narrative:
It was reported that this lead was an attempted right ventricular (rv) implant. Upon placing the lead high out-of-range pace impedance measurements and high thresholds were observed with loss of capture (loc) at 5v output from the pacing system analyzer (psa). The lead was re-checked using the atrial channel cable of the psa with similar measurements. The lead was repositioned and high, but in-range, pace impedances were observed but loc remained present even up to 10v output. The physician elected to remove the lead noting more force than usual was needed to push the sheath over the lead. When inspecting the attempted lead, a portion of the outer insulation was noted to be bunched at the distal end of the lead. An alternate lead was implanted without issue. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted right ventricular (rv) implant. Upon placing the lead high out-of-range pace impedance measurements and high thresholds were observed with loss of capture (loc) at 5v output from the pacing system analyzer (psa). The lead was re-checked using the atrial channel cable of the psa with similar measurements. The lead was repositioned and high, but in-range, pace impedances were observed but loc remained present even up to 10v output. The physician elected to remove the lead noting more force than usual was needed to push the sheath over the lead. When inspecting the attempted lead, a portion of the outer insulation was noted to be bunched at the distal end of the lead. An alternate lead was implanted without issue. No adverse patient effects were reported.